Event description:
Pt reported their pump stopped working, the spring has given out. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: cutaquig sdv - 36gm. Cutaquig sdv indication: other common variable immunodeficiencies. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - unknown; is device associated with event available for return? - unknown.